Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of atrial fibrillation (af) resulting in an inappropriate shock. The device was reprogrammed the therapy zone to 220 beats per minute to mitigate further inappropriate therapy. This device remains in service. No adverse patient effects were reported.